Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 30. On (B)(6) 2021 loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, increased sensitivity and inflammation. No further patient complications were reported.